Manufacturer narrative:
Product not returned.

Event description:
It was reported that the abutment screw (iunihg) loosened, the doctor re-tightened the abutment screw.

Manufacturer narrative:
One certain® gold-tite® hexed screw was returned for inspection with a mating restoration. A visual inspection revealed that the collar, drive feature, and body are noted to be worn, indicating use. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. The biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of gold-tite tm hexed uniscrews, it is recommended to torque at 20ncm. A singular cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable.